Event description:
Ous MDR - after an implantation time of about 19 months, oversensing was reported. No further information is available to this incident. The lead was returned to biotronik for analysis. No worsening of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation was damage in the area of the valve plane. This damage can with high probability be regarded the cause for the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress on the lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.